Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and exhibited high pacing threshold. Then, the physician explanted the lead and put it aside as planned to re-implant once coronary sinus (cs) access will be obtained. However, during the implant procedure, the physician noticed a kink in the lead body and insulation. When the lead was flushed, there was fluid coming out of where the kink of the lead was. Additional information indicated that the dislodgement was confirmed via fluoroscopy on the day of the revision. The lead was removed and implanted a new lead as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the physical damaged of the left ventricular (lv) lead along with the punctured holes and cuts in the insulation from the terminal pin. However, electrical allegations could not be confirmed.